Manufacturer narrative:
The involved devices were tested and all the equipment performed to specifications. The retrospective patient data was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 7:00pm, a run of ventricular tachycardia (vtach) did not alarm at bedside or central, but was captured in clinical access (the retrospective database application). No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database was provided by the customer for review by a spacelabs software lead engineer. The database shows that at 6:59:20pm on (B)(6) 2016 the rhythm changes from normal sinus rhythm to ventricular bigeminy, lasting until 7:06:23pm. No run of ventricular beats occurred during this time. No alarm is present in the database for this rhythm, since the monitor is not designed to detect bigeminy. The reported event did not meet the criteria for a vrun alarm, thus no alarm was generated. Based upon the investigation, we have concluded that the device did not malfunction. This investigation is considered complete and the issue closed.